Event description:
Customer reported "receiving readings in the 300's (mg/dl range) on two separate freestyle meters." She then stated she, "over-medicated" herself due to the readings and "passed out." She was transported to the hosp where she was diagnosed with hypoglycemia and treated with "intravenous treatments." While being assessed at the hosp, customer reported receiving a hcp meter reading of 139 mg/dl.